Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that connector c35-o leaked. The following information was provided by the initial reporter: it was reported that rn noted that tacro line was disconnected between the connector and the lowest port of ns runner. A small leak was noted on the linen.

Manufacturer narrative:
H.6. Investigation: one photo was provided to our quality team for investigation. Through visual inspection, the connector is noted to be disconnected from the mating luer component. There is no visible damage or issue related to the connector observed within the photo. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that connector c35-o leaked. The following information was provided by the initial reporter: it was reported that rn noted that tacro line was disconnected between the connector and the lowest port of ns runner. A small leak was noted on the linen.